Manufacturer narrative:
E4: medwatch form #mw5115399, mw5115398. Manufacturer's investigation conclusion: the centrimag console was evaluated due to the reported event of a loss of flow and unusual noise coming from the centrimag motor; however, the centrimag console was not returned for analysis, and it was determined that the console was unrelated to the cause of the event. It was revealed that the root cause of the reported event was related to the returned centrimag motor. The motor¿s evaluation has been addressed via the motor investigation. The device history records were reviewed and the records revealed that the centrimag console was manufactured in accordance with manufacturing and qa specifications. The centrimag console was shipped to the customer on (B)(6) 2014. The 2nd generation centrimag system operating manual section 10: ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1: "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #s: 3003306248-2023-01374 and 3003306248-2023-01376.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that the centrimag pump was making an unexpected sound and had a low flow alarm. The pump was swapped out. It was later communicated that as the extracorporeal membrane oxygenation (ECMO) circuit was being transferred from bed to stretcher, the pump head motor started grinding and lost all flows. The backup console and pump head were set up and the defective pump head was clamped out and replaced with the backup. The backup pump head was placed in the backup motor and full flow was restored.